Event description:
"This is the complaint from the market. When the customer checked the device after operation, the customer confirmed that the septum was broken. (B)(4) checked the subject device and confirmed the following. Please investigate the cause of the case. The septum was broken; (B)(4) did not received the broken pieces of the septum; the duckbill hasn' t been sent to (B)(4); the device was disassembled by the customer.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.